Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Event description:
It was reported that a spectrum iq pump did not infuse remifentanyl l as part of his anesthetic care (programmed amount and delivery rate unknown). It was noted toward the end of the case when it was time to do medication reconciliation, that the 250 ml bag of remifentanyl was full and had not been infused at all despite the fact that the pump had registered that the remaining volume was 85 ml. It was also reported that the remifentanyl was titrated down during the case in response to this. The patient was stable throughout the procedure with low normal blood pressure (bp) to be expected under this type of anesthesia. No additional information is available.